Event description:
Leg felt like a thousand pounds [heaviness in limbs], both are swollen and hurt/ swollen and spread to the whole knee area and up the right side [knee swelling], leg felt swollen [swelling of legs], can't bend them [joint range of motion decreased], knees are buckling [gait instability], concrete brick inside both [stiff knees], both are swollen and hurt [knee pain] ([condition worsened]). Case narrative: initial information received on 18-sep-2018 from united states regarding an unsolicited valid serious case received from a patient. This case involves adult female patient who experienced leg felt like a thousand pounds, both are swollen and hurt/ swollen and spread to the whole knee area and up the right side, knees are buckling, concrete brick inside both, both are swollen and hurt, can't bend them, (latency: few days) and leg felt swollen (latency: 15 days) while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history included metabolic surgery. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, dosage: not reported, frequency, once a week, via intra-articular route, unknown (lot - unk) for product used for unknown indication. On an unknown date in (B)(6) 2018, few days after hylan g-f 20, sodium hyaluronate injection patient felt like there was a concrete brick inside both. Both are swollen and hurt and cannot bend them and her knees are buckling. Patient finished her last series this past friday. It was reported that first synvisc injection was fine it was the second one and when she woke up this past saturday morning a her leg felt like a thousand pounds and walking with my cane. On (B)(6) 2018, 15 days after, patient reported that her swollen and spread to the whole knee area and up the right side. The pain was worse now than before starting the series. She also said she tried taking water pill to see if there was fluid build up in the leg but that didn't help. She said she spoke with her physician who told her to lose weight and have my knee replaced. Final diagnosis was both are swollen and hurt, knees are buckling, both are swollen and hurt/ swollen and spread to the whole knee area and up the right side, leg felt like a thousand pounds and concrete brick inside both. Action taken: no action taken. Corrective treatment: walking with cane for leg felt like a thousand pounds and both are swollen and hurt/ swollen and spread to the whole knee area and up the right side; hydrocodone and paracetamol (tylenol) for both are swollen and hurt; not reported for the rest of the events. Outcome: unknown for all events. Seriousness criteria: disability for leg felt like a thousand pounds and both are swollen and hurt/ swollen and spread to the whole knee area and up the right side. A product technical complaint was initiated, and results were pending for the same.

Event description:
Leg felt like a thousand pounds [heaviness in limbs] both are swollen and hurt/ swollen and spread to the whole knee area and up the right side [knee swelling] leg felt swollen [swelling of legs] can't bend them [joint range of motion decreased] knees are buckling [gait instability] concrete brick inside both [stiff knees] both are swollen and hurt [knee pain] ([condition worsened]) case narrative: initial information received on (B)(6) 2018 from united states regarding an unsolicited valid serious case received from a patient. This case involves adult female patient who experienced leg felt like a thousand pounds, both are swollen and hurt/ swollen and spread to the whole knee area and up the right side, knees are buckling, concrete brick inside both, both are swollen and hurt, can't bend them, (latency: few days) and leg felt swollen (latency: 15 days) while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history included metabolic surgery. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, dosage: not reported, frequency, once a week, via intra-articular route, unknown (lot and indication - unk). On an unknown date in (B)(6) 2018, few days after hylan g-f 20, sodium hyaluronate injection patient felt like there was a concrete brick inside both. Both are swollen and hurt and cannot bend them and her knees are buckling. Patient finished her last series this past friday. It was reported that first synvisc injection was fine it was the second one and when she woke up this past saturday morning a her leg felt like a thousand pounds and walking with my cane. On (B)(6) 2018, 15 days after, patient reported that her swollen and spread to the whole knee area and up the right side. The pain was worse now than before starting the series. She also said she tried taking water pill to see if there was fluid build up in the leg but that didn't help. She said she spoke with her physician who told her to lose weight and have my knee replaced. Final diagnosis was both are swollen and hurt, knees are buckling, both are swollen and hurt/ swollen and spread to the whole knee area and up the right side, leg felt like a thousand pounds and concrete brick inside both. Action taken: no action taken corrective treatment: walking with cane for leg felt like a thousand pounds and both are swollen and hurt/ swollen and spread to the whole knee area and up the right side; hydrocodone and paracetamol (tylenol) for both are swollen and hurt; not reported for the rest of the events outcome: unknown for all events. Seriousness criteria: disability for leg felt like a thousand pounds and both are swollen and hurt/ swollen and spread to the whole knee area and up the right side. A product technical complaint was initiated on (B)(6) 2018 for synvisc. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on (b(6) 2018. Investigation summary received, and ptc results added. Clinical course updated. Text amended accordingly.

Event description:
Leg felt like a thousand pounds [heaviness in limbs] both are swollen and hurt/ swollen and spread to the whole knee area and up the right side [knee swelling] leg felt swollen [swelling of legs] can't bend them [joint range of motion decreased] knees are buckling [gait instability] concrete brick inside both [stiff knees] both are swollen and hurt [knee pain] ([condition worsened]). Case narrative: initial information received on 18-sep-2018 from united states regarding an unsolicited valid serious case received from a patient. This case involves adult female patient who experienced leg felt like a thousand pounds, both are swollen and hurt/ swollen and spread to the whole knee area and up the right side, knees are buckling, concrete brick inside both, both are swollen and hurt, can't bend them, (latency: few days) and leg felt swollen (latency: 15 days) while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history included metabolic surgery. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, dosage: not reported, frequency, once a week, via intra-articular route, unknown (lot and indication - unk). On an unknown date in sep-2018, few days after hylan g-f 20, sodium hyaluronate injection patient felt like there was a concrete brick inside both. Both are swollen and hurt and cannot bend them and her knees are buckling. Patient finished her last series this past friday. It was reported that first synvisc injection was fine it was the second one and when she woke up this past saturday morning a her leg felt like a thousand pounds and walking with my cane. On (B)(6) 2018, 15 days after, patient reported that her swollen and spread to the whole knee area and up the right side. The pain was worse now than before starting the series. She also said she tried taking water pill to see if there was fluid build up in the leg but that didn't help. She said she spoke with her physician who told her to lose weight and have my knee replaced. Final diagnosis was both are swollen and hurt, knees are buckling, both are swollen and hurt/ swollen and spread to the whole knee area and up the right side, leg felt like a thousand pounds and concrete brick inside both. Action taken: no action taken. Corrective treatment: walking with cane for leg felt like a thousand pounds and both are swollen and hurt/ swollen and spread to the whole knee area and up the right side; hydrocodone and paracetamol (tylenol) for both are swollen and hurt; not reported for the rest of the events. Outcome: unknown for all events. Seriousness criteria: disability for leg felt like a thousand pounds and both are swollen and hurt/ swollen and spread to the whole knee area and up the right side. A product technical complaint was initiated on (B)(6) 2018 for synvisc. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 27-sep-18. Investigation summary received, and ptc results added. Clinical course updated. Text amended accordingly.